Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The patient presented with an acute myocardial infarction. Access was obtained via the right femoral artery. An echocardiogram identified sinus tachycardia. Angiography of the left and right coronary arteries was performed, identifying lesions in the left circumflex (lcx) and left anterior descending (lad) arteries. A non-bsc guide wire and a 2.00x12mm maverick balloon catheter were advanced together to the lcx. The maverick balloon was inflated twice; the first to 8 atms for 10 seconds and the second to 10 atms for 12 seconds. A 2.50x12mm non-bsc balloon catheter was then advanced to the lesion and 2 additional rounds of dilation were performed, both to 10 atms and for 10 seconds. A 2.50x28mm promus element plus stent delivery system (sds) was then advanced to the lesion, however it would not cross and the sds was removed. A 2.50x15mm promus sds was advanced to the lesion and deployed at 10 atms after 15 seconds. A 2.50x15mm nc quantum balloon catheter was advanced for post-dilation and inflated twice; the first to 17 atms for 15 seconds and the second to 15 atms for 10 seconds. A 2.75x12mm nc quantum balloon catheter was then advanced to the lcx and inflated twice to 17 atms for 20 and 10 seconds respectively. A 2.50x8mm promus was then advanced to the lcx and deployed at 10 atms after 15 seconds. The promus stent delivery balloon was reinflated twice for post-dilation; the first to 17 atms for 15 seconds and the second to 19 atms for 10 seconds. The guide wire was then repositioned in the lad. A 2.50x15mm nc quantum balloon catheter was advanced to the lad for predilation and inflated twice; the first to 12 atms for 15 seconds and the second to 10 atms for 10 seconds. The same 2.50x28mm promus element plus sds that was used earlier in the procedure was advanced to the lad, however it was unable to cross the lesion. It was decided to remove the device however resistance was met upon withdrawal. The physician applied some force and felt the stent dislodge from the sds. The dislodged stent was located via angiography in the left main coronary artery. A 2.00x12mm apex balloon was advanced in attempt to reload the stent onto the balloon however it was unsuccessful. The guide wire and apex balloon were removed together. A new guide wire was advanced to the lesion. Multiple rounds of dilation with 2 different balloon catheters; a 1.50x12mm apex push and a 2.00x12mm apex were performed crushing the dislodged stent against the arterial wall. The procedure was considered completed at this point. Additional patient complications were not reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).